Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged black power cable was not confirmed as no product was returned. The provided information indicated the controller exchanged. Multiple attempts were made to obtain additional information regarding images of the damage, date of the controller exchange, if the product will be returned, and the serial number of the controller; however, no additional information has been provided and to date, the controller has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3- event date is estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a system controller exchange at home due to damage to the black power cable. The patient was instructed by the mechanical circulatory support (mcs) coordinator through the process. The patient received a new backup controller.